Event description:
The patient reported the device works well for parkinsons, however, over time, the patient has lost his balance resulting in many bad falls and getting hurt. The patient's tremor no longer is controlled by the deep brain stimulation system and reprogramming does not help. No report of device explantation. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.